Event description:
Information was received stating that high impedance was detected on (B)(6) 2019 with the patient during consultation. It was stated that after the generator replacement high impedance was detected (generator was depleted and could not be interrogated prior). The lead was replaced at this time with a 303 lead and post operative diagnostics were ok. .no surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported via implant warranty and registration form for the patient's replacement surgery that the full revision was due to battery depletion and high impedance. Information was received that the high impedance was detected on a system diagnostic test the day of surgery. It was stated the lead was thrown away and therefore no explanted product has been received to date. No additional relevant information has been received to date.